Event description:
It was reported that a pt experienced a pulmonary emboli following a vertebroplasty procedure. In response, an orthovita medical representative visited the user and reviewed the proper delivery technique of the device. It was determined that the user was not using live fluoroscopy per the instructions for use.